Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the exact date of the peritonitis event was not provided; it was reported to have occurred in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by a loss in the quality of health. The cause of the peritonitis was reported to be performing therapy with a minicap that had a sponge defect. The defect was further described as the sponge was separated from the cap. The patient was hospitalized for the peritonitis event. Treatment was not reported. The outcome of the peritonitis event was not reported. Peritoneal dialysis was discontinued and the patient was performing hemodialysis. No additional information is available.